Manufacturer narrative:
The insulin pump was received with no act and up button response due to corroded keypad traces. No frozen screen or button error alarm was noted during testing. The pump was unable to perform functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, unexpected error test and the entire operating current test. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads.

Event description:
The customer reported via phone call of a button error from the insulin pump. The customer's blood glucose reading was 114 mg/dl. The customer stated that the pump is not responding to button presses. The customer took the battery out for 5 minutes and the screen was frozen. The customer was advised to monitor blood glucose and pump closely. The customer will be sent a replacement pump.